Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient's skin was cut and chaffing under the rear therapy electrodes. The patient's nurse applied a bandaid. Follow up indicated that the irritation had healed.